Event description:
Related MFR report: 1627487-2020-03017.

Event description:
Related MFR report: 1627487-2020-03017. It was reported the patient was scheduled to undergo surgical intervention and have the scs system removed. No further information was available at this time.